Event description:
It was reported that this lead was an attempted implant due to helix extension issues. After multiple repositioning, the helix became distorted and would not extend/retract reliably and it was confirmed that the lead was broken. A different lead was successfully implanted in the deep septal. No adverse patient effects were reported.